Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified medication via gravity. The option-lok male adapter of the tubing set was being used to deliver an unspecified medication via gravity. The option-lok male adapter of the tubing set was connected to the female adapter of an unspecified IV catheter and the spin collar of the option-lok was applied. After an unspecified length of time in use, it was reported that the option-lok male adapter disconnected from the IV catheter. A leak of solution and an unspecified volume of blood loss were noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).